Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012291306); product type: 0195-heart valves; implant date: on (B)(6) 2025; product ID: d-evolutfx-34 (0012294211); product type: 0195-heart valves; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. The valve was deployed and recaptured three times. The recaptures were due to a too high and too low depth. On a final deployment attempt, both tabs came off the paddles simultaneously and abruptly causing the valve to dislodge ventricular from a depth of 3 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) to 8 mm on the ncc and 12 mm on the lcc. Per the physician, the paddles felt looser in the pocket than usual. No intervention was required and no patient complications were reported as a result of this event.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.